Event description:
It was reported that during an unspecified procedure the subject device had a scope communication error e224. The procedure was completed with another olympus camera head without any surgical delay or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device had a damaged connector causing error e224. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure the subject device had a scope communication error e224. The procedure was completed with another olympus camera head without any surgical delay or patient harm.